Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilation balloon was used during a procedure performed in the common bile duct on an unknown date. According to the complainant, during the procedure, the balloon appeared to be ruptured when inflated. The procedure was completed with another maxforce dilation balloon. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilation balloon was used during a procedure performed in the common bile duct on an unknown date. According to the complainant, during the procedure, the balloon appeared to be ruptured when inflated. The procedure was completed with another maxforce dilation balloon. There were no patient complications reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
A visual examination of the complaint device revealed that the device did not have any visual defects. The inner radio opaque (ro) markers inside the balloon were inspected for any sharp edge and there were no abnormalities found. Functional analysis was performed, and the balloon was inflated without problem; however, the balloon would not hold pressure due to two pinholes found on the body of the balloon. This failure is likely due to anatomical/procedural factors encountered during the procedure which limited the performance of the device. Therefore, the most probable root cause is operational context. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A search of the complaint database revealed that no other complaints exist for the specified lot.